Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results: qc 1: 3.3 inr, qc 2: 3.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation, however, the test strips are no longer available to return.

Event description:
The initial reporter complained of discrepant high results when using coaguchek inrange meter serial number (B)(4) compared to the haemodiagnistics thromboplastin laboratory method. The samples for the meter and the laboratory were obtained at the same time. The customer only provided examples of the results received. If the result from the meter was above 2 inr to 3 inr, the result from the laboratory would be lower by 0.5 inr. If the result from the meter was above 3 inr to 4 inr, the result from the laboratory would be lower by 1 inr or 1.1 inr. The customer's therapeutic range is 3 - 3.5 inr. There was no allegation that an adverse event occurred. The customer stated this has happened with more than one lot number of test strips and was unable to provide a specific lot number.